Event description:
A customer complained after obtaining higher than expected vitros tropi es results from two patient samples processed on a vitros 5600 integrated system. Patient results: 0.350 and 1.73 ng/ml vs expected result < 0.034 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The results were reported to a physician and questioned with corrected results verbally reported. There were no allegations of patient harm occurring as a result of the events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing or an unexpected reagent issue could not be ruled out as contributing factors. The investigation found no evidence to suggest the customer's vitros 5600 integrated system had malfunctioned.